Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead output was reprogrammed, and lv capture management was turned off. The lead remains in use. The patient is a part of the prompt clinical study. No further patient complications have been reported as a result of this event.